Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose 42 mg/dl. Customer did not troubleshoot their low blood glucose reading. Customer also reported critical pump error. Insulin pump will be returning for analysis.

Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Insulin pump received with cracked case(battery tube) and cracked battery tube threads. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.